Manufacturer narrative:
The returned product had batteries that were not properly installed. After installation of new batteries to confirm the handle illuminated, the old batteries were installed and the handle illuminated.

Event description:
The customer alleges that "the handles failed to light." No other details were provided and no patient injury/harm reported.